Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during an unknown procedure performed on an unknown date. It was reported that the snare was not cutting well. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.